Event description:
It was reported that the pump would not create pressure even when it was turned up to over 100mm hg. Further, the pump displayed an error message.

Event description:
It was reported that the pump would not create pressure even when it was turned up to over 100mm hg. Further, the pump displayed an error message.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been caused by: user error, inflow tube set was obstructed/kinked and/or a software error. However, this cannot be confirmed. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.